Event description:
It was reported that the ilet required charging every day and appeared not to hold a charge, consistent with premature battery discharge in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user and internal data review. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.